Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the white loop shortening suture on rgdloop adjustable stnd device broke while being pulled into the femoral tunnel. Another like device was used to complete the procedure with a 10 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary ==> according to the information received, it was reported that during an acl reconstruction surgery when using a rigidloop adjustable cortical implant, standard, while pulling the graft into the femoral tunnel, when the 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. The complaint device was received and evaluated. Visual observations confirm that the white suture was found breakage and frayed, confirming the complaint. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device lot number: [6l43122], and no non-conformances were identified. As per IFU-111882,while maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated. The possible root cause can be attributed to an excessive tension applied on the suture. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.